Event description:
It was report that during in-service the cardiosave intra-aortic balloon pump (iabp) cart was not releasing the pump from the cart. There was no patient involvement .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Biomed performed the repair and getinge was not contacted for service. A minimum of three (3) gfe's were sent to obtain additional information without any success. If any pertinent information available in future, a supplemental report will be submitted. H3 other text: customer does not have a service contract.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a